Event description:
While a technician was using a floor lift and a lop sling to lift a patient, the patient started to slip from sling. The aide tried to catch her somewhat as she slipped from sling but was not totally successful as patient head hit the floor. They lifted patient off floor with fore handle sling and took patient to a room. Nurses assessed her condition. The patient was taken to medical associates in (B)(6) on the same day to be assessed by a doctor. Ice was applied on bruise. Patient seems to be all right the day of the interview with the facility ((B)(4) 2012).

Manufacturer narrative:
(B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.